Event description:
Initially, the pt/layperson spoke with a customer care advocate, cca, on june 3, 2008, concerned about results of 80 and 191 performed 5 hours apart she had obtained on her one touch ultra meter at 1:00 p.m., the previous month. The pt read the exact results from the meters memory to the cca; the results were within five minutes. Reportedly, the pt had blurred vision at an unk time after the alleged issue began but required no medical intervention. The pt also referred to an appointment with her doctor for her diabetes. The cca replaced the products. The complaint is classified based upon the above info and from limited info, the pt/layperson gave to this senior medical affairs specialist through an interpreter on june 20, 2008. A medical affairs specialist has unsuccessfully attempted to speak with the pt. The pt informed the interpreter that she tests everyday and had not returned the subject meter because she had been in the hosp. When asked why she had contacted customer svc on june 3, the pt replied, " I couldn't test. I needed a prescription for test strips." It is unk how this statement is linked to alleged complaint. When asked to elaborate on the alleged blurred vision, the pt stated that she eats sugar when her vision is blurred and feels better. The pt had been in the hosp more than eight days earlier for pain in her solar plexus and heart problems. And before that she had to go to the ER because "my results are up and down." The pt could not elaborate on the latter ER visit. There is no indication the product was responsible for the admission nor did the pt allege that it was. The pt's daily regime consists of oral diabetic medication, two tablets daily. Because the pt allegedly had a symptom that can be associated with hyperglycemia after the reported issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.